Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: incidence and predictors of persistent left atrial appendage patency and its subtypes after percutaneous closure: a pre-specified analysis of the swiss-apero trial.

Event description:
The article, "incidence and predictors of persistent left atrial appendage patency and its subtypes after percutaneous closure: a pre-specified analysis of the swiss-apero trial", was reviewed. The article presented a prospective, multicenter study to investigate the incidence and predictors of persistent or late-acquired left atrial appendage (laa) patency and its subtypes at 13 months after left atrial appendage closure (laac) and its clinical relevance. Devices included in the study were amplatzer amulet and watchman flx. The article concluded in a prospective multi-center cohort of clinically indicated laac, approximately two thirds of 45 -day patent left atrial appendage (pa), especially those related to large side-gap leaks with bigger laa-device off-axis angle, persisted at 13 months, whereas new-onset pa occurred in roughly one every ten patients. [The primary and corresponding author was marco valgimigli, department of cardiology, bern university hospital, university of bern, bern, switzerland, the corresponding email: marco.valgimigli@eoc.ch]. The time frame of the study was from june 2018 to may 2021. A total of 158 patients were included in the study, of which it was not reported how many received an abbott device. The average age was 76.9 years, and the majority gender was male. Comorbidities were not reported.

Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of incidence and predictors of persistent left atrial appendage patency and its subtypes after percutaneous closure were reported in a research article in a subject population with co-morbidities not reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: incidence and predictors of persistent left atrial appendage patency and its subtypes after percutaneous closure: a pre-specified analysis of the swiss-apero trial.